Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient was admitted to the hospital following a pericardial effusion and hemothorax. During interrogation with the device, right ventricular (rv) sensing was elevated and an echocardiogram was done to diagnose cardiac perforation of the rv lead. During follow-up at another hospital, the rv lead was repositioned with good measurements, and no cardiac perforation was noted. The patient is in stable condition.

Manufacturer narrative:
Corrected data.

Event description:
The patient was admitted to the hospital for a hemothorax. During interrogation with the device the right ventricular (rv) sensing was elevated and an echocardiogram was done to diagnose a cardiac perforation of the rv lead. The patient was transferred to another hospital, and the rv lead was repositioned with good measurements. During the repositioning procedure, there was no evidence of a, cardiac perforation. The patient is in stable condition. Further information was requested but not received.